Event description:
It was reported that the patient had a catheter that kinked, came apart, and leaked. The device system was used to deliver an unknown drug. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
(B)(4).